Event description:
This is the 2nd of two reports from the same account. It was reported that a patient experienced cheek and upper lip pressure and skin breakdown while using the hollister anchorfast endotracheal tube holder. Additionally, it was reported that the patient needed debridement, suture repair, and resuture repair due to dehiscence. No further information is available at this time.

Manufacturer narrative:
DHR review completed and was found to be complete and accurate. The device was not available for return, so device examination was not possible. The root cause for the reported issue is not known.